Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lavd). Six months later, the hospital perfusionist contacted the manufacturer reporting that a patient's vad had been making strange alarms and noises. The perfusionist forwarded waveforms to the manufacturer for analysis. The perfusionist also reported that the patient has had red heart and yellow wrench alarms at the same time and reported that the patient felt fine during the alarms.